Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance measurement alert. Technical services (ts) reviewed the data and found that the impedances had gradually increased. In addition, ts suspected that this behavior could have been related to calcification, so programming a high shock impedance limit was recommended. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance measurement alert. Technical services (ts) reviewed the data and found that the impedances had gradually increased. In addition, ts suspected that this behavior could have been related to calcification, so programming a high shock impedance limit was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was later received indicating that this rv lead was replaced and abandoned in the patient. The implantable cardioverter defibrillator (ICD) device was also explanted due to normal battery depletion. No additional adverse patient effects were reported.